Event description:
The facility representative reported an infuso.r. Pump with a condition of "pusher block assembly damaged." The process step is unknown. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump with a damaged pusher block assembly was confirmed but not reproduced during product evaluation. The assignable cause was determined to be a damaged pusher block assembly. The pusher block was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.